Event description:
Customer reported on a failed bravo study. During given imaging internal investigation on (B)(6) 2009, it was concluded that the reason for the study failure was that bravo capsule was detached from the pt's esophagus before the predetermined time specified as 48h for bravo procedure.

Manufacturer narrative:
No pt injury has occurred following this incident.